Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two cervical trial leads with the same lot number. It was reported the pt had difficulty breathing, so the physician removed the leads. It was reported the breathing issue resolved with the removal of the leads.